Event description:
It was reported that the patient presented to the emergency room (ER) with low heart rate. Upon interrogation, there was high impedance and no capture on the right ventricular (rv) lead. The physician elected to monitor the lead. The lead remains in use. No further patient complications have been reported as a result of this event.